Manufacturer narrative:
The zoll catheter will not be returned for investigation. The physician was not able to retain the device. Therefore, a physical investigation will not be performed.

Event description:
On an unspecified date during insertion, the suture clip for the solex 7 catheter, did not secure the catheter in place; thus causing the catheter to slip in and out of the vessel. According to the reporter, the catheter eventually stayed in place once the patient was connected to the thermogard xp ivtm console. A leak was later noted coming from the proximal port of the catheter. The attending physician was notified and ultimately, the primary catheter was removed and replaced. The patient was able to complete temperature management therapy. There is no report of patient consequence.